Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is:(B)(4).

Event description:
A materials manager reported that an intraocular lens (iol) was noted to be defective prior to patient contact. The iol was discarded.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).